Manufacturer narrative:
The device was received deployed. Investigation found the exposed portion of the soft cannula to be flattened. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The timing and cause of the flattened soft cannula could not be determined. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient successfully activated anew pod. The device was originally reported for leaking during wear and the adhesive not stick properly.